Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. The alarm occurred while changing the reservoir. Customer was stuck in the rewind process. Customer cannot recall their blood glucose reading. Customer states insulin is "squirting out" during the manual prime process. Customer stated the drive support cap was normal. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the prime test, excessive no delivery test and occlusion test due to compromised force sensor alarm.